Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 28 x 3mm, concentric target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and mildly calcified right coronary artery. A 4.00 x 8 synergy drug-eluting stent was deployed to treat the lesion and was post-dilated with a 2.0 x 20mm balloon catheter. However, post deployment, it was noted that the stent was fractured. The procedure was completed with a different device. No patient complications were reported.